Event description:
It was reported that the external pulse generator (epg) needs calibration. The unit is also missing screws and the holder for the strap. The unit was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, six case screws, one side bail cover and one side bail were missing. It was also noted that the upper case and lower case were contaminated and broken, the battery release, lead flex cover and battery flex were contaminated, one side bail cover and battery drawer were broken, the battery contacts were compressed and contaminated and the keyboard was scratched.